Manufacturer narrative:
Per the facility on (B)(6) 2023 the "insulated bovie tip is melting and coming off in the patient wound". Per the facility the patient was not injured related to the reported incident. The sample is reported to not be available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the facility on (B)(6) 2023 the "insulated bovie tip is melting and coming off in the patient wound".